Manufacturer narrative:
(B)(4) - no consequences to the pt were reported. (B)(4) - device breakage is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
The physician snared the filter with the retrieval device. While attempting to advance the sheath over the filter, the snare wire either broke or was somehow lost within the sheath. The wire was located in the sheath under fluoro, and the physician cut the sheath open at that location to retrieve the wire. The physician was then able to successfully retrieve the filter. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.